Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.

Event description:
It was reported that the 9800 system had a stator not on error message during a case the 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.